Event description:
Initial surgery to implant spinal hardware performed in 2007. Subsequently, it was noted the set screws had "backed out." The hardware was left in place, revision surgery not scheduled.

Manufacturer narrative:
Evaluation method and evaluation results - device was not returned to MFR; no evaluation could be performed.